Event description:
It was reported the patient had a urinary tract infection. It was noted, the patient also experienced odorous urine. It was reported, the patient was prescribed macrobid for seven days. It was noted, the patient¿s symptoms resolved without sequelae on 2012 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v565966, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).